Event description:
A ti occipital plate/rod broke on one side for an occiput to c5 posterior instrumented fusion with plate/rods and lateral mass screws at c3, c4, c5. This occurred below the bend near c3 in the 3.5 rod section. The patient is 2 months post op and the breakage was verified on film. Revision surgery is scheduled. The patient is currently not having any problems.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine manufacturing date without a lot number.